Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, service 107, belt/monitor communication fault flags) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open orange (+5v) wire in the trunk cable. The root cause for the open wire was excessive force on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable), service code 107 (multiple abnormal shutdowns), and belt/monitor communication fault flags.